Event description:
It was reported that during a surgical procedure conducted at the user facility a small ring disassembled from the device and the device produced metal flakes. It was confirmed that all components were removed from the surgical site using forceps and suction. The procedure was completed successfully; however, a delay of 30 minutes resulted in the administration of additional anesthesia. No medical intervention and no other adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility a small ring disassembled from the device and the device produced metal flakes. It was confirmed that all components were removed from the surgical site using forceps and suction. The procedure was completed successfully; however, a delay of 30 minutes resulted in the administration of additional anesthesia. No medical intervention and no other adverse consequences were reported with this event.

Manufacturer narrative:
During device evaluation, a shattered bearing was found, which can cause or contribute to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.